Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fbss leg/back and spinal pain indications. The reason for call was pt reported their ins has shifted/moved since the last couple weeks ago. Pt denied having any recent falls or traumas. Pt said they tried to call their manufacturing representative today, but they heard the voicemail of a different person and they didn't leave a voicemail. The patient was redirected to their hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.